Event description:
It was reported that a patient was scheduled for a kyphoplasty procedure at level l2. When putting the patient under anesthesia, his stats dropped. The kyphoplasty procedure was cancelled. No medtronic product was used during this case. The patient status is good. No further information was reported.

Manufacturer narrative:
Followed up with company representative.